Event description:
The pt was preparing to undergo surgical extraction of a ureteral stone via cystoscopy with ureteroscopy and stone-basketing. While administering anesthesia, the physician noted a white, plastic fragment floating inside the IV tubing. The preoperative nurse stated that she had noticed the piggyback connector leaking at the "needle-less" connection. Upon examining the defective product (clave connector piggyback adapter), it became apparent that the spike-shaped structure that is situated inside the adapter and that allows entry into the IV tubing had broken off, and the loose fragment (chisel tip) that had broken off had migrated into the IV tubing itself. The defective portions of this set-up were removed and forwarded to risk management for investigation. The pt was not adversely affected by this event, nor was he placed at risk of harm. The surgical procedure was not significantly extended in length because of the event.